Manufacturer narrative:
Maquet cardiopulmonary (B)(4) received similar complaints showing a similar malfunction. Bioline coating combines albumin and heparin. The coating ensures a homogenous surface that demonstrates preserved platelet function and a reduction in clotting activity, thrombus formation, and decreased activated of the complement system. Bioline provides optimal biocompatibility of all components in contact with blood. Based on the available information at this time, non-device related factors may have contributed to the reported event . In general anticoagulation underlies a lot of diverse factors, which are influenced by the medication and the patient's complement system in a large part. These factors are different from patient to patient. Clotting is a known phenomenon to maquet cardiopulmonary and has been thoroughly investigated in a previous complaint. Based on this, (B)(4) will be closed and the failure will be handled through a designated maquet cardiopulmonary track and trending process.

Event description:
Description from the customer report: the upper luer port on the arterial face (outlet side) is "clotted". No consequence was reported. This event is related to (B)(4). All occurred on the same patient. (B)(4).